Manufacturer narrative:
(B)(4). Device manufactured date: 23 jan 2015 to 25 jan 2015. As the device was not returned, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a piece of the iodine sponge of a minicap stuck to the transfer set when the two were disconnected. The patient reported that they were able to remove the fiber from the sponge without touching the transfer set. The patient added that they always checked their minicaps for protruding sponges or inadequate iodine prior to use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.